Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6)-2020. Calibration signals were slightly higher than expected for the first calibrator level and signals were lower than expected for the second calibrator level. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field application specialist repeated the patient samples. The first patient sample was repeated twice, resulting with hcg+beta values of 567.2 miu/ml and 590.9 miu/ml. The second patient sample was repeated twice, resulting with hcg+beta values of 20991 miu/ml and 29084 miu/ml. The field service engineer checked sample and sipper probe adjustments; these were within specifications. A blank cell calibration was performed. Preventive maintenance was performed on the analyzer and the measuring cell was changed. Tubing, syringe, water valve o-rings, and the sample probe were exchanged. Sample probe adjustments were performed. Performance testing was run. All assays were calibrated. Quality controls were tested and the results were approved. Precision studies were performed and were acceptable. A sample comparison study was performed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample was run four times, resulting with hcg+beta values of 1.39 miu/ml, 281.8 miu/ml, 571.6 miu/ml, and 550.5 miu/ml. The result of 571.6 miu/ml was believed to be correct and was reported outside of the laboratory to the physician and patient. The second sample initially resulted with an hcg+beta value of > 10000 miu/ml accompanied by a data flag on 08-nov-2020. The sample was repeated twice on (B)(6) 2020, resulting with values of 8572 miu/ml and 28268 miu/ml. The sample was sent to another laboratory for testing on a second e411 analyzer, resulting with a value of 25613.0 miu/ml. The 25613.0 miu/ml value was believed to be correct and was reported outside of the laboratory to the physician and patient.' The hcg+beta reagent lot number was 430912, with an expiration date of 28-feb-2021.